Manufacturer narrative:
The initial reported event was received on (B)(6) 2018. Of note, the reportable serious injury of infection would have been submitted via a bimonthly submission pursuant to a1996009, and it would have been due april 10, 2018. As of march 08, 2018, reports for this product are being transitioned to a 30-day reporting time frame. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately nineteen days after the implant of an implantable cardioverter defibrillator (ICD) system with an absorbable envelope. The ICD system was extracted. No further patient complications have been reported as a result of this event.